Event description:
Customer was hospitalized due to diabetes ketoacidosis. Prior to hospitalization the customer was complaining of high blood glucose and naseau. Troubleshooting was performed and all tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.